Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse inspected the loader, finding the x1 home flag was out of alignment. He adjusted the home flag, performed an all set home, and completed a rack rotation test which passed. He then verified alignment positioning with tube detection, sample bar code, test cup pick up, and sampling. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the event was the x1 home flag being out of proper home position

Event description:
On (B)(6) 2015, a customer reported error 2300 (sample loader step feed failure) on the aia-900. The customer removed sample racks prior to a run and tried to process a sample, but received the error message. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2), progesterone (prog), bhcg reproductive hormone. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.